Manufacturer narrative:
Approximate age of device- 7 months, 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Customer submitted a log file on (B)(6) 2019 and reported that the patient was presented to clinic with a completely discharged pocket controller back up battery. The patient noted that on (B)(6) 2019 he stayed on the same 2 batteries for a 24 hour period without changing. The customer estimated that the patient's pump was off for 10-12 hours based on the patient's statements. The patient contacted the on call coordinator after receiving an alarm while attempting to connect to the mpu. The customer stated this was most likely due to the completely depleted controller backup battery. The customer also reported that the patient presented the affected controller to the clinic and noted the back up battery showed "replace back up battery" and "zero months left of use" with no internal clock set. Finally, it was reported that the patient's flows and powers are now elevated, he will be admitted for intravenous bivalirudin. A tech services rep reviewed the submitted log file and observed no remarkable events and stated that the device was working as intended. The tech services rep also stated that all data prior to (B)(6) 2019 had been overwritten and no file information around the event date could be reviewed. No other alarms, malfunctions, or adverse events were noted.

Manufacturer narrative:
Device MFR date: correction. The patient's referenced anemia is reported within MFR. Report number 2916596-2019-01979.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of full battery depletion on (B)(6) 2019 could not be confirmed as the submitted log file only contained data from (B)(6) 2019. The report of slight elevations in the patient¿s flows and powers was confirmed through the analysis of the submitted log files; however, a specific cause for these elevations could not be conclusively determined through this evaluation. The center reported that the patient presented to the clinic on (B)(6) 2019 with a completely discharged backup battery. Per the patient, they had stayed connected to the same 2 batteries for a 24 hour period. The patient then called the on call coordinator as when they attempted to connect to their mpu, they received an alarm. The patient presented to the clinic with their controller powered up, supported by battery power; however, the backup battery showed ¿replace backup battery¿ and ¿zero months left of use¿ with no internal clock set. The original log file that was submitted for review appeared to be corrupted and no data was reviewed. It was then reported that on (B)(6) 2019 the patient completely depleted their internal backup battery and did not respond to the alarms. The patient used the same batteries for 24 hours and the center estimated that the pump was off for 10 to 12 hours based on the patient¿s story. It was reported that the patient¿s flows and powers were now elevated. The patient was admitted for IV bivalirudin and their flows and powers improved. The patient¿s ldh values were not elevated and the patient had no other symptoms of hemolysis except anemia upon admission (the patient¿s anemia was addressed under per-(B)(4)). The second submitted system controller log file (log file (B)(4)) contained data from (B)(6) 2019. There were several transient elevations in power and corresponding flow throughout the log file; however, these elevations were only slightly above the patient¿s baseline. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The pump appeared to be functioning as intended. The patient remains ongoing on vad support and no further issues have been reported. The how your heart pump works section of the heartmate ii patient handbook outlines battery charge level, battery power gauge display and visual and audible alarms for low battery. This section warns that the backup battery should only be used for temporary support during a power-loss emergency. If the yellow diamond comes on, the user is instructed to immediately replace the depleted batteries with fully-charged pair or switch to the mobile power unit. Instructions for exchanging batteries and switching power sources are provided in the powering the system section. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be connected to the mobile power unit during sleep or any time when sleep is likely. The alarms and troubleshooting section contains information regarding system controller alarms and the proper actions associated with them, including the low battery power alarm. The handbook also contains a section on handling emergencies. The powering the system section of the hmii IFU warns that the user should not rely on the controller¿s backup battery as a power source, as it will only power the pump for a limited amount of time and the pump will stop. Pump parameters, including power and flow, are detailed in the introduction of the hmii IFU. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.